Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. No cracked lcd noted.

Event description:
It is reported that customer had a crack on the insulin pump display screen. Customer's blood glucose was not recorded. Customer states that she does not know how the crack on the screen happened. The customer was asked verbally and in writing to return the pump for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.